Event description:
The stent dislodged during deployment. The target site was the subclavian artery. Images of the stent post deployment indicated that the stent did not deploy or open fully. The stent only partially deployed at one end of the stent. It had not been noted which end of the stent was partially opened. The doctor attempted to push the balloon back through the partially deployed stent but was unsuccessful. The doctor ultimately had to retrieve the stent using a snare.

Manufacturer narrative:
As no product was returned it is difficult to conduct a proper analysis. A review of the production lot history data from quality control indicated successful passage of the lot quantification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the device in question, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause.